Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied up to the rated burst pressure and no leaks or drop in pressure was noted. A vacuum was then applied and the process was repeated three times and no issue was noted. An examination of the balloon material and marker bands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A kink in the hypotube was observed 300mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, when inflation was performed at the lesion area, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, when inflation was performed at the lesion area, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.